Event description:
It was reported that this right atrial (ra) lead exhibited oversensing measurements that were fixed by reprogramming. The device was revised. All lead measurements are within normal limits. The lead was then revised and all measurements tested correctly. The lead remains in service. No adverse patient effects were reported.